Manufacturer narrative:
An investigation has determined that some cartridges with ck lot# 52044hw00, expiration october 19, 2007, may cause decreased qc and/or patient results, increased imprecision, and error code 1054 (unable to calculate result, reaction check failure) when a cartridge is initially placed into use on the architect csystems. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer stated that the new clinical chemistry creatine kinase reagent lot # 52044hw00 is yielding quality control results out of range low and receiving reaction check failures. Issue is not resolved after recalibrating. There was no impact to patient management reported.